Event description:
In the normal operation of the ctc pump, we have observed kinking at the pump site junction where the tubing connects to the pump. The attachment point for this tubing is a bulkhead style fitting that is not flexible and therefore the tubing frequently kinks. When this tubing is kinked to the point that no air can flow in or out, there is no alarm in the pump to alert nursing that the therapy (external intermittent pneumatic compression) is not taking place. Additionally, if there is a kink in either of the tubing sets, the air that is in the leg sleeve does not evacuate since there are no microholes in the bladder for safety, leaving the sleeve wrapped around the leg like a compression tourniquet. This condition of air stuck in the leg sleeve bladder in the event of a kinked tubing can not correct itself and vent until the tubing kink is straightened out. There is no alarm when this condition exists to alert the nursing that the tourniquet effect is there and not relieved. These conditions can create possible pt bodily injury or, at worst, pulmonary embolism and possible death. Additionally, the ctc pump pressure control knob has a range of 40 mm hg to 80 mm hg. The knob can be easily moved by accident without an alarm to the incorrect higher pressure of 80 mm hg for calf or full leg compression. This would create a serious tourniquet effect and cause possible bodily injury to the pt.